Manufacturer narrative:
(B)(4). Batch # t5cw70. Device analysis: the analysis results showed that the cs40b device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. In addition, the reload was received with the anvil and washer detached. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open sigmoid colectomy, while firing the contour cs40b, the stapler did not deploy any staples and cut the distal specimen without staple formation. The doctor was not aware of this until the specimen was removed from the body and the staple lines of the specimen were examined. The doctor believes that the load did not have any staples in it because the staple line did not have any staples, anywhere. The doctor looked at the load that was part of the initial stapler and it didn't reflect any staples, anywhere. The doctor used a second like stapler and fire to close the distal stump. Additional bleeding occurred along staple line due to no staples being deployed. Bleeding was managed immediately with no additional consequences. There were no patient consequences reported.